Event description:
Initial result for a pt uric acid was 0. When repeated, the result was 7.7. The incorrect result was not used to guide therapy. The field service rep found the probe alignment was out of adjustment and repaired the instrument by aligning the probe.